Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt0593 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was inserted via ultrasound (sonosite as siterite8 is used for PICC insertions) in the upper arm right brachial vein for IV antibiotic infusions. The dvt was diagnosed via doppler ultrasound and symptoms of swollen arm and pain less than a week after placement. Dvt was treated with low molecular weight heparin. The line was removed. It was stated after removal one of the brachial veins was completely thrombosed and incompressible from ~2.5cm from the level of the arm pit and measured 6.5cm in length. The brachial vein was patent distally from the mid upper arm.